Manufacturer narrative:
Continuation of d10: product ID 8709sc implanted: (B)(6) 2010 explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving unknown drug via an implantable pump for unknown indications for use. It was reported that the catheter was damaged during normal pump replacement (end of service). The patient was not receiving medication. The cause of the event was unknown. Action/intervention: a dye study was conducted, and the catheter was replaced. Outcome: the issue was resolved. The hcp has no further information for medtronic. The patient medical history was unknown. The patient was alive and no injury.

Manufacturer narrative:
Continuation of d10: product ID: 8780, lot#: unknown, serial#: (B)(6), implanted: (B)(6) 2010, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received, from a health care provider (hcp) via a manufacturer representative (rep). Indicated, that the catheter was unable to be aspirated. The physician replaced the existing catheter with a new 8780. The patient's serial number for their pump and catheter was also provided.